Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition with a scratched screen. There was no evidence of complaint upon review of the device history log. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Based on the evidence, the air detector was the cause of the complaint. However, it is unknown as to what the root cause is.

Event description:
Information was received indicating that a faulty air in line sensor was noted to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.